Event description:
It was reported by the pt that after three hours of contact lens wear on (B)(6) 2011, she removed the lenses due to dryness. The following day, she experienced blurry vision and a "little moisture" in both eyes. The pt stated that she went to the drugstore and pharmacist gave her gentamicin sulfate 3mg as her vision had worsened. She did not experience any pain. No culture, biopsy or scrapings were performed. The pt stated that she was diagnosed with vision loss and fissure on the eye. She has been using the gentamicin sulfate ointment since (B)(6) 2011 and her vision is getting worse. The pt purchased lenses at an optical shop without a medical prescription. She has been using the lenses for 4 years. There is no indication at the time of this report regarding visual acuities. Additional info received from the pt stated that she was diagnosed with "keratitis something" and told by the doctor to rest for a few days. She stated that her eyes were still swollen and she was experiencing pain and difficulties with her vision in both eyes. She was told to return for eval in approximately 3 months and to continue medications until then. Additional info received from the pt stated that she was treated at the emergency room with pain medication, corticoids, diclofenac, benzathine penicillin injection, and told to discontinue the gentamicin sulfate ointment. She was told that her treatment would last 3 months and has an appointment scheduled for the end of (B)(6).

Manufacturer narrative:
The device was not made available for eval. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no non-conformances or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).